Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have probably led to device failure over time. Other damages found during investigation are most likely related to the explantation surgery.

Event description:
The explanted device has been received at headquarters for investigation. No further information about the circumstances leading to explantation has been received.